Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-28589. It was reported that the patient's right atrial (ra) and right ventricular (rv) leads pulled back into the vein due to pocket manipulation. The patient was diagnosed to be a twiddler's. The ra and rv leads were explanted and replaced. The patient was stable.